Event description:
Tandem mobi pump shut down unexpectedly, causing concern for the customer as the leds were not blinking and a low power alarm was received. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support informed the customer that the shutdown was due to low battery and provided educational guidance on resetting certain pump settings and battery maintenance. The customer understood and acknowledged the instructions, including ensuring proper charging practices.